Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(6) 2016 with the following findings: cgm history shows ¿cs206¿ cgm transmitter out of range warnings on (B)(6) 2016. ¿cs206¿ warning is defined as pump and sensor/transmitter are not within (B)(4) feet of each other. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No¿cs206¿ warning or any eaw occurred during the investigation. Testing was unable to duplicate ¿cs206¿ complaint. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed that the cgm history shows "cs206" cgm transmitter out of range warnings on (B)(6) 2016. This report is made based on the results of an investigation completed on 9/27/2016.